Event description:
It was reported that the bd sharps collector 3.3 qt. Hinge cap with petals experienced a lid that was difficult to close/would not close. The following information was provided by the initial reporter: according to the customer's report, the lid does not shut.

Manufacturer narrative:
H.6. Investigation: sample was returned for investigation. The reported problem of a lid that was difficult to close/would not close was not observed with the returned sample. No problems were found. DHR was performed and no issues related to the complaint were observed. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd sharps collector 3.3 qt. Hinge cap with petals experienced a lid that was difficult to close/would not close. The following information was provided by the initial reporter: according to the customer's report, the lid does not shut.